Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level of 29 mmol/l. The customer also stated that the insulin pump had partial display as half of the screen of the insulin pump was blank. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Troubleshooting was not performed for high blood glucose levels. The product will not return for analysis.